Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and recommended lead integrity testing. No adverse patient effects were reported. This lead remains in-service. It was later reported that all recommended lead integrity tests were performed as per ts recommendations. There was no evidence of noise on the rv channel, and all shock impedance measurements were within normal limits. At this time, the health care professional (hcp) has elected to raise the audible device alert to 175 ohms and will monitor the patient via the latitude remote patient monitoring system.

Manufacturer narrative:
This lead will not be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and recommended lead integrity testing. No adverse patient effects were reported. This lead remains in-service. All recommended lead integrity tests were performed as per ts recommendations. There was no evidence of noise on the rv channel, and all shock impedance measurements were within normal limits. At this time, the health care professional (hcp) has elected to raise the audible device alert to 175 ohms and will monitor the patient via the latitude remote patient monitoring system. Additional information received years later indicates the patient attended the hospital for a routine device replacement, and out-of-range shock impedance measurements of greater than 200 ohms were observed. X-ray imaging was performed, and calcification was noted in the rv apex encapsulating a portion of the distal rv lead. Commanded shocks were performed and resulted in out-of-range shock impedances. A code 1005 was also observed which is indicative of an open circuit condition. Vein access was conducted, though it was noted to be occluded. The patient's device was programmed to monitor and therapy, and the patient will return for a system replacement. Later, the patient underwent a revision procedure, and the entire system was explanted. The rv lead was unable to be removed through a laser or manual traction extraction technique and therefore had to be extracted surgically. This was said to be due to the calcified mass encapsulating the distal portion of the rv lead. The patient is awaiting a date for a new system implant. Besides intervention, no other adverse patient effects were reported. The explanted system will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and recommended lead integrity testing. No adverse patient effects were reported. This lead remains in-service.